Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2 reference MFR report: 1627487-2016-02249. The patient has four model 3169 leads implanted as part of this system.. Three of them have the same lot number (3730790). It was reported the patient's left lead is eroding through the skin behind her ear. The patient is consulting with her physician to determine the next course of action.